Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in event, the ultrasonic probe surface was missing. Additionally, the objective lens was damaged and specific resolutions could not be obtained. Wrinkles were found in the insertion section. Scratches were noted on the curved rubber adhesive, on the number one switch, and on the operation side of the universal cord. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis lucera ultrasonic bronchofibervideoscope due to the unit producing a blurry image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the ultrasonic probe surface was missing. This report is being submitted to capture the missing ultrasonic probe noted during the device evaluation.

Event description:
Additional information was received confirming that this event occurred during procedure preparation. No other details were available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the initial reporter (b5) as well as the results of the manufacturer¿s investigation (section h). A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, a definitive root cause for the reported event could not be determined. However, based on the condition of the subject device during the evaluation, it is possible that applied stress due to user handling or other external factors may have led to the reported failure. Olympus will continue to monitor the field performance of this device.